Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock three months post-implant due to non-physiologic artifacts, baseline shifts, and decreased signal amplitude. During troubleshooting, the physician noted the signals were not reproducible with arm or body movement. X-ray imaging did not indicate lead under-insertion, and there were no apparent signs of lead impairment. Evaluation of the secondary vector demonstrated t-wave oversensing. As no reprogramming options were available, technical services (ts) recommended replacement of the entire system. The patient subsequently underwent a revision procedure during which the s-ICD system was explanted and successfully replaced without complications. Other than the intervention, no additional adverse patient effects were reported.